Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a chronic total occlusion plaque lesion with no calcification in the mid tibial/popliteal trunk. The vessel was not tortuous, and no abnormalities were reported in relation to anatomy. There was no damage noted to device packaging and no issues noted when removing the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. No embolic protection used. The device did not pass through a previously deployed stent and resistance was not encountered when advancing the device and excessive force was not used. The balloon was inflated using a syringe. It was reported that during deflation, difficulties were experienced, and the device would not deflate at the lesion site. The balloon was retracted with the sheath. The procedure was completed using another device. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. Residual dried radio opaque solution was observed on the inflated balloon. The guide wire tube was stretched close to the proximal welding and passage of the guidewire could not be completed. The proximal balloon welding was stretched and the inflation lumen was plugged by the shaft. Inflation could not be performed. If information is provided in the future, a supplemental report will be issued.